Event description:
The complainant notified the field service logistics coordinator that the automated impella controller (aic) generated a battery failure alarm. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller (aic) was returned for investigation. The staff reported that a battery failure occurred on 5/27/22. The logs show no occurrence of a battery failure. However, on 5/21 and 5/24 separate instances of "battery level low" occurred. The log was reviewed and noted both instances of battery level low triggering were preceded by the same sau_powermod_1 communication errors. The long-term logs were reviewed at the time of the battery level low alarms, it could be seen that the battery remaining capacity parameter was well above the triggering threshold of "battery level low", except for one sample of data, occurring twice. It was noted upon return of the console when powered on, the console was nearly fully charged. The console was powered on, and a telnet batttest was performed, observing that the console batteries were appropriately discharging while the console was powered on idly. Ic1968 was left with pump and purge intentionally disconnected from ac power and allowed to discharge down to 50% battery according to the aic screen. As expected, the console alarmed for "battery level low". The console was then plugged into ac power and allowed to charge. A batttest was performed during charging, where it was observed to have appropriate charging current. It is most likely that the cause of the two false battery level low alarms are due to a single sample of communication that was misinterpreted from the batteries by the pbm. The root cause of the miscommunication between the battery and pbm is undetermined. The console did not alarm for a battery failure. Battery level low was what actually triggered. It most likely triggered due to the constant plugging and unplugging of ac power. Never allowing the console to charge up fully. The root cause was not determined. This report is being filed as part of a retrospective review of historical records.